Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began (B)(6) 2020. It was reported the trial patient's ens battery was depleted. They were also in a lot of pain. The issue was unresolved at the time of the report. Later that same day, the patient reported the batteries in the ens had died and they were then not able to void on their own. They were in uncomfortable pain as they were unable to empty their bladder. They were advised to follow up with their healthcare provider for further assistance.